Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2012 and suture was used. While closing the fascia the needle broke. The incision needed to be enlarged to remove the needle fragment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.